Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted. At the 45-day follow up, a thrombus was noted via computerized topography (CT) imaging. No additional information is known at this time.

Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed and a 24mm watchman flx laa closure device was implanted. At the 45-day follow up, a thrombus was noted via computerized topography (CT) imaging. No additional information is known at this time. Imaging was reviewed from a member of boston scientific medical safety, which noted that the alleged device related thrombus event was not confirmed. It was noted that there was no thrombus on the atrial surface of the device but rather underneath the fabric. The threaded insert was free of thrombotic material.

Manufacturer narrative:
H6: impact codes corrected from serious injury/ illness/ impairment - f12 to insufficient information - f24.